Event description:
Report received from the abbott international (australia) affiliate that states: "the nursing staff believed that a pca pump attached to a pt was faulty and decided to replace the pump. The pt was in distress shortly after this replacement. The cause of the distress was the overinfusion of the drug being delivered by the pump. This problem arose because the four hour lockout history from the replaced pump was unavailable to the new pump. Therefore the pt was able to receive a harmful amount of the drug." Hosp personnel state: "although the pumps seem to have performed correctly, as determined by subsequent performance testing, the situation itself is cause for alarm. The hosp protocols have been amended in order to prevent the reoccurrence of such an incident." According to their testing, the pumps delivered correctly, the nurse did not take into consideration the amount of medication delivered by the first pump when setting up the second pump. The natrue of the "faulty" initial pump was not available. Specifics regarding "pt distress" were not available. Add'l info was requested from the affiliate, but none was received.